Manufacturer narrative:
B5: additional information was received. It was reported that the product issue identified in the handpiece not the generator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. It was reported that there was no malfunction associated with the generator.

Manufacturer narrative:
(H3,h6): no parts have been received by the manufacturer for evaluation. Codes b17, c20 <(>&<)> d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a generator. It was reported that during a sacroiliac and thoracolumbar procedure, the generator, when spinning the handpiece, burned a hole through the image acquisiton system (ias) drape and singed the compression cuffs on the patient's calf. The ias was positioned on the torso portion of the patient, and everything not related to the ias was moved to the foot of the bed. The issue occurred post-operatively when site was performing the final spin on the ias and there was no impact to the patient.